Event description:
It was reported that "in two different occasions, three rns reported "cadd checkvalve extension set cracking. During one priming, first rn noted leaking for established y-site connection in set and heard a crack during priming. Noted misalignment of luer connection and male connection was noted to be cracked off in female lumen. Patient reporting increased pain. Additional medication required tubing was noted to be leaking on pillowcase. Reported leaking from established y-site connection. Second rn attempted to fix connection and male connection was noted to be cracked off in female lumen. Third rn called into room to assist, another tubing was primed with similar events. Noted misalignment of luer connection and male connection was noted to be cracked off in female lumen. Third tubing from separate lot number connected and currently running without issue. Rns saved tubing and packaging, sequestered with unit col. Effected lot number: 4139537 no patient injury was reported.

Manufacturer narrative:
A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.